Event description:
The account stated that the architect analyzer has generated discrepant afp results on a patient sample. The initial result was 11.1 ng/ml and the retest result was 4.03 ng/ml. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Writer received a call from (B)(4) customer service who received a call from (B)(6) (biomed). The biomed reported a "patient incident". Upon following up with the secondary contact (B)(6) risk manager, it was determined that the incident occurred during patient therapy. The patient felt "flushed" and "warm" when the incident occurred; however, there was no patient injury or medical intervention necessary. The was in the post operative room where is a nurse for every patient. Further information was received via phone from (B)(6) risk manager. Phone call was received at 4:00 pm central time on march 10th 2010. As per melody the reported event occurred on (B)(6) 2010 around 4:00 am in the surgical intensive care unit. The incident occurred during patient therapy. The patient was getting magnesium sulphate. It was set to infuse 4 grams in 24 hours. Around 4:00 am there was an alarm and when the nurse went to the room, the pump has already infused 50 ml. The nurse immediately stopped the pump. As per melody only channel b was being used out of the three channels. The patient was feeling "flushed" and "warm" at the time when the nurse stopped the therapy. The hospital pharmacist is following up with the patient. The patient was discharged but the discharged date is unknown. The software version for this device is currently not known.

Manufacturer narrative:
(B)(4). The device has not yet been received for evaluation of over infusion. Should the pump be received for evaluation, or if additional information becomes available, a follow-up report will be filed upon completion of the evaluation.